Event description:
This was a lead extraction procedure to remove a riata lead using a glidelight laser sheath that resulted in an injury and subsequent death of the pt. Details surrounding the event are actively being pursued. A f/u report will be filed upon receipt of new info.

Manufacturer narrative:
An spnc employee became aware of this event on (B)(6) 2015 when a scrub tech informed her of an adverse event involving death "a couple of months ago." The only details that have been able to be gathered at this point is that it was a laser lead extraction procedure to remove a riata lead with a glidelight on a younger woman (possibly in her early 50s). The date of the procedure is an estimation as he date is not known. Details surrounding this event are actively being pursued and if further info is made available by the facility/physician, a f/u report will be submitted.